Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3: the visions pv .018 catheter was returned without the distal tip. Visual inspection found no unusual characteristics of the device. The distal tip measured approx. 3 mm in length. The tip specification is 10-13 mm, which indicates that approx. 7-10 mm in length had separated from the catheter. Block h6: the probable cause of the tip separation was likely damaged during removal/handling from the patient. Strain, impact, and forces associated with use can affect the integrity of the device. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .018 catheter was used in a peripheral therapeutic procedure. During removal, while passing through the introducer sheath, the catheter distal tip separated. Both the catheter with the distal tip and sheath were removed as a system. The procedure was completed with the visions catheter. No patient injury reported. This product problem is being submitted because the visions distal tip separated; potential for harm.